Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. There was no reported impact to customer's blood glucose. A replacement usb cable was sent to the customer to address the event.